Event description:
It was reported that the patient's vns showed high impedance upon interrogation. The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The suspect lead was received by the manufacturer and product analysis (pa) was completed. The allegation of lead fracture was confirmed in the pa lab. Scanning electron microscopy at the coil break location showed a smoothed surface (mechanical distortion) which prevented identification of the specific fracture mechanism. Abraded openings were noted in the outer silicone tubing with associated fluid leaks. The lead appeared compressed at various locations, which is typical of explant conditions. Setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and lead. Other than the above-mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.